Event description:
It was reported there was a spike in the impedance measurement for the right ventricular pacing lead. A chest x-ray was performed and it appeared the pace/sense pin of the lead was not through the device header. The lead was reseated into the header with the lead pin placement visually verified past the set screw. The device and lead remain in use. The patient is enrolled in the product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).